Event description:
Customer called to report a blood leak in the centrifuge during a double-needle mode procedure. 302 ml whole blood processed. Fluid balance (-) 129. Return bag 48 ml. A/c heparin at ratio of 12:1. Platelets: 63,000. Customer stated centrifuge bowl and drive tube are still intact and look okay. Customer stated no there were no alarms during prime or prior to the blood leak. Patient was reported to be in stable condition. Service order, (B)(4), was dispatched. The kit was returned for investigation.

Manufacturer narrative:
A review of lot c351 was performed. There were no nonconformances associated with this lot. This lot met release requirements. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected. CAPA (B)(4) was initiated for complaint category centrifuge bowl leak/ break. Service order (B)(4) completed: field engineer removed all panels from the door to clean up the blood spill and performed system checkout procedure. Field engineer also adjusted all three pumps. The assessment is based on information available at the time of the investigation. Evaluation of the returned kit is still in process. A supplemental report will be filed when this evaluation is complete. (B)(4).